Manufacturer narrative:
The hill-rom technician found the left siderail would not latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician adjusted the siderail to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail was broken (siderail not latching). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).